Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was bent. The event occurred on 15-august-2024. Blood glucose level was 800 mg/dl at the time of the event. Patient was admitted to hospital. The duration of hospitalization was 11 days. Patient was found to be positive for high ketones. Patient was treated with IV insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.